Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
Recipient is reported to have suddenly lost access to sound with the device. She had been successfully activated and was performing well previously. An incident of accident or trauma is unknown.

Event description:
Recipient is reported to have suddenly lost access to sound with the device. She had been successfully activated and was performing well previously. An incident of accident or trauma is unknown. The recipient was re-implanted.

Manufacturer narrative:
Damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
Conclusion: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
Recipient is reported to have suddenly lost access to sound with the device. She had been successfully activated and was performing well previously. An incident of accident or trauma is unknown.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
User is reported to have suddenly lost access to sound. User had been successfully activated and was performing well. Further testing is considered.